Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an allergic reaction to one of the components of the pacing system. The patient had a known history of nickel allergy. The implantable pulse generator (ipg) device and leads were explanted and replaced with a competitor product. No further patient complications have been reported as a result of this event.